Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the membrane was separating from the transducer. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo received 21 samples for eval; visual inspection confirmed the separation of the membrane from the housing. The root cause to this issue has been identified; changes made by terumo's suppliers mfg methods/process were causing part failures that were exposed during the sterilization cycle. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).